Manufacturer narrative:
A sample from the patient was submitted for investigation and the customer's results were reproducible. During the investigation, an interfering factor to the f(ab')2 fragment of the assay antibody was identified. Product labeling documents this interference.

Event description:
The customer received questionable thyrotropin (tsh) results for one patient from the cobas e601 analyzer serial number (B)(4). For some years now elevated tsh values were measured for the patient while the free triiodothyronine (ft3) and free thyroxine (ft4) values remained within the normal range. The patient was considered as subclinical hypothyroid and treated with 200 ug l-thyroxine. Measurements from (B)(6) 2014: tsh: 28.6 mu/l after peg-precipitation the tsh value was 0.032 mu/l. Ft3: 4.22 ng/l ft4: 1.69 ng/dl the patient had an MRI performed and the results were "MRI hypofyse: no tsh adenome." The customer suspected macro-tsh and treatment for the patient was stopped. One month after the treatment was stopped, a new sample was drawn and the thyroid parameters were measured. Measurements from (B)(6) 2014: tsh: 30.2 mu/l ft3: 2.93 ng/l ft4: 0.62 ng/dl the patient currently has no issues related to the thyroid treatment.

Manufacturer narrative:
This event occurred in (B)(6).